Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the loop wire on the distal end side was broken off. The broken loop wire was not returned. There was evidence of charred and melted markings on the yellow filters. There were no signs of damage to the shaft or proximal end of the device. Based on the evaluation results and similar reports, the likely cause of the device damage is attributed to contact between the loop wire and metal while the generator was activated.

Manufacturer narrative:
No electrodes were returned to olympus for evaluation. One of three electrodes will be returned to olympus for investigation, as two electrodes were discarded following the procedure. Based on similar reported complaints the most probable cause of the reported event are as follows: the electrical output settings on the generator are too high, the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, and the loop wire comes in contact with metal.

Event description:
Olympus was informed that the loop on three electrodes became fractured and fell into the patient during a hysterectomy procedure. All three broken loops were retrieved from the patient via forceps. There was no bleeding reported. No sparking/smoke was observed prior to the reported incidents. The settings on the generator was cut 100/ 100 coag. The intended procedure was completed using an unspecified device. In addition, the device was inspected prior to procedure but no abnormalities were noted. 1 of 3.